Event description:
It was reported that the subject device presented noise and a dark video image. The event occurred during sedation for an unspecified procedure, and it was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, and the video connector contact was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the rigid tube failure could not be determined. The most likely cause is that too much force was applied to the rigid tube. The cause of a component failure of the video connector could not be determined. The most likely cause is that physical impacts and similar damages caused additional scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.